Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead in question was an right ventricular (rv) lead and it exhibited oversensing and noise on stored electrograms (egm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal sensing was noted on the pacing lead. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no abnormal sensing was noted.